Event description:
Graft was implanted for repair of the ascending aorta in 2001. When post-operative drainage was removed four days after surgery, exudates were evacuated from the wound. While exudates stopped two weeks post-op, physician re-drained to prevent cardiac tamponade. Drains were removed three weeks post-operatively and physician performed fluid aspiration with a syringe. Since fluids continued to be collected and the patient had fever, physician suspected an infection and performed a thoracotomy later in 2001. No infection was evidenced and physician indicated that the graft, while floating in a fluid collection, did not show leakage. Physician finally completed the procedure by wrapping the graft within a patch. Note that the current status of the patient is not known.